Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during third inflation at 14 atmospheres, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.